Manufacturer narrative:
A review of complaints for the last 24 months indicated no add'l related reports for this system. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A customer reported solution was leaking from the cassette filter just before performing ultrasound. This event happened with the first use of the cassette; however, no trouble was observed during the priming test. There was no pt impact reported.